Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective scale markings. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe the scale on the syringe was incorrect. The following information was provided by the initial reporter and translated to english. The customer stated: " (B)(6) 2023 collect arterial blood gas at the patient's bedside, check that the scale of the arterial blood gas needle is not clear, and the writing is crooked, and replace it with a new bd arterial blood collection device immediately."